Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: abdominoplasty. Incident description: 2 abdominoplasty was performed after each other. Both [gender removed] born [birth year - removed]. Both had done either gbp or gastric sleeve prior. Surgeon noticed more fibrous connective tissue especially in patient 1 - increased amount of fibrous connective tissue is quite common in patients that has performed obesity surgery than in those who have not, according to surgeon. No other specific patient related circumstances according to surgeon. Patient 1 - 2 x voyant eb240 was used with same generator. Handle 1 - did not seem to provide energy/power, i.e nothing seamed to happen when sealing. Not the normal tissue reaction when sealing and no sign of any effect on tissue after sealing. Surgeon tried double sealing in same spot but still same response. When cutting after sealing larger vessels they were wide open so that you could look straight into them. Handle 2) performed slightly better but not like normal performance. Day after there were 120 ml venous blood in drain which is far more than normal (20-60 ml when using voyant). Patient 2 - 1 x eb240 was used. The 3rd handle performed better than the previous 2 (used in patient 1) but still not as normal. Still used double sealing to stop bleeding. In both cases surgeon had to double seal frequently and use far more bipolar energy than he normally does to stop bursting seals and bleeding. He was worried that there would be bleeding. Additional information received during call with territory manager 31jan20: the surgeon is an experienced voyant user who has used these devices in many procedures and that in this event, when energy was applied, it was not a total lack of effect during the entire procedures but rather generally a lower effect throughout the entire procedures combined with seemingly no effect from time to time. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: abdominoplasty. Incident description: 2 abdominoplasty was performed after each other. Both [gender removed] born [birth year - removed]. Both had done either gbp or gastric sleeve prior. Surgeon noticed more fibrous connective tissue especially in patient 1 - increased amount of fibrous connective tissue is quite common in patients that has performed obesity surgery than in those who have not, according to surgeon. No other specific patient related circumstances according to surgeon. Patient 1 - 2 x voyant eb240 was used with same generator. Handle 1 - did not seem to provide energy/power, i.e. Nothing seemed to happen when sealing. Not the normal tissue reaction when sealing and no sign of any effect on tissue after sealing. Surgeon tried double sealing in same spot but still same response. When cutting after sealing larger vessels they were wide open so that you could look straight into them. Handle 2 performed slightly better but not like normal performance. Day after there were 120 ml venous blood in drain which is far more than normal (20-60 ml when using voyant). Patient 2 - 1 x eb240 was used. The 3rd handle performed better than the previous 2 (used in patient 1) but still not as normal. Still used double sealing to stop bleeding. In both cases surgeon had to double seal frequently and use far more bipolar energy than he normally does to stop bursting seals and bleeding. He was worried that there would be bleeding. Additional information received during call with territory manager 31jan20: the surgeon is an experienced voyant user who has used these devices in many procedures and that in this event, when energy was applied, it was not a total lack of effect during the entire procedures but rather generally a lower effect throughout the entire procedures combined with seemingly no effect from time to time. Additional information received via email on 12mar2020 from tom bergman, applied medical. (Entered by ryan perera) "since there had been 3 hand pieces that malfunctioned in a row from the same box the unused hand piece was returned to aid in the investigation concerning the malfunctioning hand pieces. The 3rd malfunctioning hand piece was discarded by the user and therefore not able for return." Patient status: no patient injury. Type of intervention: ni.